Event description:
Company rep is reporting that during a slap repair the distal portion of the inserter tip broke off into the anchor and remains captured there within the patient. The case was concluded successfully without any further incident or harm to the patient.